Event description:
It was reported that during a renal pta/stenting treatment procedure, the express biliary ld pmtd stent dislodged from the delivery catheter. The delivery catheter was advanced past the target lesion at the apex of the vessel. The lesion was observed to be narrow with hard plaque. During attempts to back the catheter into position for stent deployement, the stent became caught on plaque partially dislodged from the balloon. The device was removed from the pt and the procedure was aborted. No pt injuries or complications were reported.